Event description:
Complainant alleges two needlestick incidents involving 1qt phlebotomy units. Complainant states that units are used in a needle exchange program at a street clinic, and users return filled containers in the exchange. Two staffers were stuck with a needle, one through the base of the container and one between the lid and the base. Complainant states she believes users are damaging units in the attempt to access used needles, and as a result staff members are accidently stuck when handling the units. Complainant would not divulge any medical information regarding any treatment given to staffers, and stated they have changed their handling methods and consider the issue closed.

Manufacturer narrative:
Based on information provided by user, and their unwillingness to provide treatment information for staffers who reported needlestick, we deemed this complaint non reportable according to FDA guidance on subject. This MDR is being filed after the fact on the suggestion of the FDA investigator during a routine inspection.